Event description:
(B)(4). Extremely painful procedure, spasms of fallopian tubes, 2 months of bleeding afterwards. Extreme anxiety and depression followed. Random rashes that come and go all over body, extreme fatigue, pain in the right side causing me to double over, achy painful uterus, inflammation in stomach, arms, legs, hands, and feet. Painful joints and feet. Hysterectomy on (B)(6) 2016.